Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the drill bit broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure, the drill bit broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. Update: upon evaluation of the returned device, it was visually confirmed that it was not broken.

Manufacturer narrative:
B5: it was initially reported that the router broke, upon evaluation of the returned router, it was visually confirmed that it was not broken. H6: the quality investigation is complete.